Event description:
Patient came to clinic today, x-ray shows fractured tibial tray. No revision surgery has been scheduled at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.